Event description:
A company representative reported that a yukon polyaxial screw fractured post-operatively and that it is unknown if a revision surgery will be performed.

Manufacturer narrative:
Corrected data: b1, b5, h1, g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient will be revised to address a fractured yukon polyaxial screw.